Event description:
Related manufacturer report number: 3006705815-2022-13838. It was reported the patient's leads migrated causing ineffective stimulation. As result, surgical intervention took place on where both existing leads were explanted and replaced resolving the issue.

Manufacturer narrative:
Event date-event date is an estimate.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.